Event description:
Five months ago the device reported two years until eri. Today the device is reporting 0 yr 0 months until eri. The battery voltage is 2.67 v and the battery impedance is 3.7 ohm. The device remains implanted. On (B)(6) 2013, we were informed this device has been scheduled for change out sometime in (B)(6) 2013.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data was analyzed revealing an almost depleted battery but still in bol mode. Furthermore, the analysis did not reveal any indication of a device malfunction. The current consumption was as expected. For a detailed analysis the device return is necessary. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an almost depleted battery.